Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2020, a patient underwent a port placement procedure using the powerport m.r.I. Isp, for an unknown medical condition. Approximately four years, ten months, twenty-four days, on (B)(6) 2025, during the maintenance, it was reported that the patient experienced resistance during aspiration. Additionally, catheter rupture confirmed under dsa angiography. There was no reported patient injury.

Event description:
On (B)(6) 2020, a patient underwent a port placement procedure using the powerport m.r.I. Isp, for an unknown medical condition via right subclavian vein at right chest wall. Approximately four years, ten months, twenty-four days, on (B)(6) 2025, during the maintenance, it was reported that the patient experienced resistance during aspiration. Additionally, catheter rupture confirmed under dsa angiography. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port with an attached catheter was returned for evaluation and one video was provided for review. The video depicts the catheter is tunneled under the clavicle into the subclavian vein and the to the right atrium. Contrast has been injected and is flowing outside the catheter from the hub of the catheter, along the course of the catheter and into the venous system. The contrast appears to be extravascular in areas. As per returned sample, what appeared to be a split, was found on the proximal portion of the attached catheter, port stem area. The edges of the split found on the proximal portion of the attached catheter were noted to be uneven. The surface appeared round/smooth on both sides. Aspiration was attempted and was successful. Therefore, the investigation is confirmed for the reported fracture issues and identified deformation and naturally worn issues. However, it is inconclusive for the reported suction problem as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. The definitive root cause was determined to be flexural fatigue indicating that the repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.